Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and he is going overseas. Troubleshooting was performed, and the drive support cap was sticking out. The blood glucose reading was 145mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.